Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-07347. It was reported that difficulty extending the needle occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. During preparation, severe resistance was encountered when operating the handle to move the needle of the 2.0/17/15 leveen superslim electrode. The physician decided not to use this device. A second 2.0/17/15 leveen superslim electrode was selected and the same issue occurred; however, while in use during the procedure. The procedure was completed with the second device. There were no patient complications reported and the patient status is listed as good.